Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient reported the handset kept stalling on them and would have to reboot so it was taking 20 minutes to do a bolus. Patient stated also it was showing them 'internal errors and device not communicating.' When agent asked if there was a specific message/message screen the handset had difficulty progressing past, patient stated there was not one. Patient stated 'usually, it only took like 5 min with the previous one (equipment).' When agent inquired event date, patient stated 'it's been going on or probably - the duration of the bolus taking (finishing connecting) went from 8 minutes to almost 20 minutes, so slowly it's getting longer in length, and has been happening for at least 6 months but I've been frustrated and unable to deal with it until now.' Agent assisted patient in clearing data. Prior to clearing data, patient's data was 32.58 mb. Patient would monitor and call back for assistance as needed. Patient me ntioned they bolused before calling and still had an expected 40 minute lockout.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.